Event description:
It was reported the device won't recognize battery. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. One infusion pump was received for evaluation. Visual inspection found the top case was chipped; the right plunger case is cracked. Event history log shows "battery communication and battery not working alarms. The reported issue was duplicated. The cause of the reported issue is the interconnect board, it was not visibly noticed that any external damage to the interconnect board. Repair summary: replaced cracked right plunger case, along with all the plastic parts of the plunger head. Performed functional and delivery tests and all passed. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.